Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). E3: occupation: ms, rn value & safety clinical coordinator. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report#: mw0700220000-2025-8376: the medwatch event description stated that: "at the end of an angiogram the surgeon went to use a 6fr angioseal closure device and it malfunctioned and did not deploy properly. The surgeon took an xray of the patient's groin to confirm no harm to patient and all pieces were accounted for." Additional information was received on 05dec2025: a 6 french sheath was used. It was unknown if the angio-seal pulled out of patient artery during pull back to deploy, to establish reason for surgeon checking for components in the patient's groin. There was no reported harm to the patient.